Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radio frequency ablation of barrett's esophagus extending up from esophagogastric junction (egj), they were scraping a little too aggressively in the coagulum from the esophageal wall after the first pass, then a perforation occurred in the folds of the egj. There was never any resistance on the balloon or scope at any time during the procedure. The physician believed this was a user error but would like the cleaning cap to be inspected as it seemed shaper than the usual. The patient had a pre-existing condition of obesity, gastroesophageal reflux disease (gerd), and chronic diarrhea. The patient was prepped for the procedure and was under anesthesia. They performed gastrogaffin swallow twice to rule out the perforation and the perforation was closed using clips. The patient was monitored over weekend, treated with "IV abx" and was discharged.